Event description:
Customer reported an incident with a number of 'syringe line clamped' and 'syringe empty alarms' during treatment. Then they received 2 'syringe pump malfunction alarms'. After the second retest they had a 'malfunction general systems failure'. At this point machine was turned off and disconnected from pt. Treatment had been running in cvvhdf for approximately 20 hours. The blood could not be returned. Reported blood loss volume was 148ml.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received the downloaded machine data files and has requested additional information relating to this incident. An investigation is ongoing. It is expected the investigation will be concluded by the end of q.3 2006. A final report will be submitted once the investigation is concluded.